Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for one patient sample. The results on (B)(6) 2016 were 1087 miu/ml, <0.1 miu/ml, 411 miu/ml, and 909 miu/ml. On (B)(6) 2016, the result was 77.95 miu/ml and was reported outside the laboratory. The field service representative suspected there was carryover from a previous sample that had a high hcg+beta result, but no data flag accompanied the result of 77.95 miu/ml. He was able to duplicate the problem when repeating the samples. The result was 73.65 miu/ml with no flag. The field service representative thought the issue could be with the reagent probe which he replaced and added a special wash cycle for the reagent probe. When repeating the samples with this configuration, the result was <0.100 miu/ml with a data flag. After removing the special wash cycle, the result was still <0.100 miu/ml with a data flag. The patient was not adversely affected. The reagent lot number was 156542. The expiration date was requested but was not provided. Based on a data provided, a specific root cause for the missing flag could not be determined. Additional data for further investigation was requested but it was not provided. As the system was installed in 2011, the suspect reagent probe was about five years old and could have had a dirty layer inside from the reagent pipetting which cannot be cleaned by the reagent probe wash cycles. After exchanging the reagent probe the analyzer performance was within specifications.